Event description:
It was reported by service report that the bed had electrical problems due to a cleaning agent that was sprayed on the electrical connectors on the footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - the main control board, footboard connectors and wiring harness had to be replaced.